Manufacturer narrative:
As allowed by exemption# (B)(4), heraeus (B)(4) (the importer) is submitting the report on behalf of heraeus (B)(4) (the manufacturer). Although we have not established that the device out of an abundance caution to be compliant with 21 cfr. Conclusion code- the direction for use has adequate warning against exposure stating, "irritating to skin. The product contains (B)(4) that may cause sensitization by skin contact. Gluma desensitizer powergel contains (B)(4) that may cause localized irritation and may cause sensitization either directly or through inhalation. Avoid contact with skin, immediately wash with plenty of water and soap. Conclusion: the directions for use states, "protect mucous membranes from contact with the product using a rubber dam. Apply smallest amount possible and leave for 30-60 seconds. Rinse with plenty of water and apply suction." The type of isolation was not indicated in the report, however the use of rubber dam isolation would preclude mucosal exposure as hard tissue (tooth) treatment area would be the only area exposed and the oral environment is isolated under a rubber sheet. The office reported not rinsing the gluma desensitizer powergel after treatment and therefore the patient would have been released from the office with the gel still on the teeth. This would have left the gel on the teeth beyond the recommended 30-60 seconds. Directions for use states, "gluma desensitizer powergel must not be used if necessary precautions cannot be taken or the stipulated application technique is not possible."

Event description:
Two days after application, the patient had an inflammation on the gum. It became an ulcer. The staff, not a dentist, applied gluma to the patient. Rinsing was not been done. The patient was prescribed tetracycline ointment and steroid ointment. The symptoms were improved soon after.